Event description:
It was reported that this subcutaneous ICD (s-ICD) was explanted and replaced for alleged premature battery depletion. The hospital will retain the device and then it will returned for analysis. The patient was stable with no additional adverse consequences.